Event description:
Pace medical was notified on (B)(6) 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device stating that the previous repair did not solve the problem. Hospital's ebme department suspects user error as they found no fault. The device was analyzed. No fault was found. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: user error.